Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient underwent a second revision approximately 12 years later due to posterior dislocation, acetabular loosening, and pelvis dissociation. During the procedure, found two planes of dehiscence of the fascia, three acetabular screws were fractured, and stable dissociation of the pelvis. During the attempt to remove the fractured screws, a burr broke; therefore, the fractured screws were retained firmly in the bone. The stem was retained. The cup/screws, spring plates/screws, head, and liner were all removed and a cage/screws, acetabular augment/screws, cup/screws, head, and cemented liner were implanted.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. D10: cat# 00875705802 lot# 64148579 58mm o.d. Size ll porous uncemented with multi-holes shell use with ll liners. Cat# 00625006550 lot# 64175199 bone screw self-tapping 6.5 mm dia. 50 mm length. Cat# 00625006535 lot# 62836982 bone screw self-tapping 6.5 mm dia. 35 mm length. Cat# 00625006525 lot# 64236994 bone screw self-tapping 6.5 mm dia. 25 mm length. Cat# 00625006560 lot# 62537827 bone screw self-tapping 6.5 mm dia. 60 mm length. Cat# 00625006515 lot# 64217958 bone screw self-tapping 6.5 mm dia. 15 mm length. Cat# 00875101336 lot# 64101911 36mm i.d. Size ll neutral liner use with 58mm o.d. Size ll shell spring plates x 3 & screws. G2: foreign - event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.